Event description:
The customer stated a kidney transplant patient generated reactive results on the (B)(6) assay and confirmed (B)(6). The patient was also tested for (B)(6) (method not stated) and was reactive. Another sample was obtained from this patient and yielded non-reactive (B)(6) results and was non-reactive for (B)(6). The customer stated the patient received packed rbcs between the two blood draws and thought that may have accounted for the non-reactive results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.